Manufacturer narrative:
The root cause for the dissociation of the resurfacing femur and the stem extension was unable to be determined. The patient has undergone multiple revision surgeries for this problem with eleos and guardian components. The patient's medical history is unknown, and it is unknown whether the patient sustained a trauma prior to the failure. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture of the implants or a nonconformance.

Event description:
A (B)(6) male patient underwent a revision surgery on (B)(6) 2020 performed by dr. (B)(6) due to dissociation of the resurfacing femur component and femoral stem extension component. During the revision, the surgeon replaced the resurfacing femur component, the resurfacing femur axial pin, and the stem extension component with a distal femur component, distal femur axial pin, and a segmental stem component respectively. The surgeon also replaced a tibial hinge component during the revision.